Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 263 mg/dl. The customer's doctor stated that as a result of the hyperglycemia, the customer had a heart attack. Troubleshooting was performed. The high pressure test passed. The customer was filling the reservoir with cold insulin and not performing a fixed prime when changing his infusion set. The proper set change technique was explained to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.